Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and after surgery it was noticed patient had bilateral bullae. Bandage contact lenses (bcls) were applied to both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018. Right eye pre-op 20/20 -2.25 x -1.00 x 82; left eye pre-op 20/20 -2.75 x -1.00 x 85. On (B)(6) 2018 patient had decreased visual acuity while wearing the bcl. Healing was being monitored. On (B)(6) 2018 patient noticed halo/glare at night. Visual acuity was better than day one but patient reported seeing better without glasses. Residual manifest refraction noticed. Monitor patient for possible enhancement.